Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a dizzy spell, and a near syncope episode. The right ventricular (rv) lead exhibited loss of capture, high impedances, and oversensing of noise. A lead fracture was suspected. The lead was initially reprogrammed, and was capped and replaced. No patient complications have been reported as a result of this event.